Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device's ac port was discovered to be broken, and the unit will not accept power. The error log is not available due to a broken ac plug. The device's ac connector needs to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.